Manufacturer narrative:
Device not returned.

Event description:
On (B)(6) 2017 - the reported device was used to position a lead of dbs system. During the procedure, the lead was inserted in the right brain and then the physician confirmed approximate 5mm inaccuracy from the targeted implant site. While the physician was considering re-insertion, the cerebral hemorrhage occurred. On (B)(6) 2017 the physician confirmed the recovery of intracerebral hemorrhage. On (B)(6) 2017 hematoma was surgically evacuated. Attending physician's comment: it is suggested that there were week and unrecognizable blood vessels and the cannula or electrode was possibly passed through the vessels. The device is used to insert a lead of dbs system. The physician mentioned a possibility that the hemorrhage may have occurred because the device touched the feeble vessels in the brain. The physician does not allege the device's malfunction. Although this event may be possibly caused by the procedure or the vessel condition of the patient, the device was not returned and the causal relationship between the event and the device is undetermined.